Event description:
It was reported that the 6800 system would not save image properly and had poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hand drive was cleaned up and system setting restored during the service call. The system was tested and found to be working as intended and put back into service.